Event description:
It was reported that the patient was experiencing ineffective therapy for their current pain pattern. Surgical intervention was undertaken on (B)(6) 2022, where a new lead was implanted to improve coverage of the pain pattern.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.